Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd safetyglide¿ needles were unable to attach to the pen. The following information was provided by the initial reporter, translated from japanese: "according to the patient's report, three pen needles could not be attached properly to the pen."

Manufacturer narrative:
H6: investigation summary: three open 32g x 4mm pen needles and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on three samples. A functionality test was also carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 3 bd safetyglide¿ needles were unable to attach to the pen. The following information was provided by the initial reporter, translated from japanese: "according to the patient's report, three pen needles could not be attached properly to the pen."